Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the event description - the patient shifted all of their weight on the side rail that was up. The photographic evidence revealed that the side rail plastic panel detached from the side rail metal bracket. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail panel was detached from the side rail mechanism. The citadel plus bed was used with the patient when the event occurred and in that way contributed to the event. This complaint is deemed reportable due to the safety side detachment from the bed frame.

Event description:
Arjo was notified about an event involving a citadel plus bed frame which was used with maxxair ets mattress. Following the information received from the customer, a patient was sitting on the right side of the citadel plus bed trying to use the urinal. The patient shifted their weight to the right side putting all their weight on the side rail that was up. At this moment the side rail broke off. As a consequence the patient was sent for an x-ray as complained about the right leg. A nurse manager stated that there was no fracture on patient¿s right leg from the x-ray results.